Manufacturer narrative:
Good faith effort was made to obtain additional information regarding the impact to the patient and to confirm if there was a patient death; however, additional clinical details have not been provided after multiple attempts to obtain information. Remote service personnel walked the customer through checking the log viewer and event viewer and neither had any errors. Analysis was performed by onsite service personnel which included extracting the device data and report from the monitor in question as well as extracting the clinical audit data and export data. The results of the analysis confirmed the system was fully operational with no issues found. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be established as they were unable to duplicate the problem. The device was confirmed to be functioning according to specifications and was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating the device was on ER in trauma bay - during procedure not able to admit patient - glitching out and froze up. Nothing showing in audit trail. No other clinical information or medical intervention was reported. The case details contain conflicting information. Notes indicate a patient death; however patient impact is documented as no impact to patient care.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating the device was on ER in trauma bay - during procedure not able to admit patient - glitching out and froze up. Nothing showing in audit trail. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.